Manufacturer narrative:
Returned device was received in fair physical condition. The top case is cracked/chipped by the right front bottom corners. Cracked left plunger case, plunger head is cracked by all screws and cracked screw boss on left plunger case. Visible contamination. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated the steady state reading of the force sensor with no pressure on it was 14= count 0 and - 0.92 lbs. The cause of this issue was found to be the damage plunger cases. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with system failure. There were no reported adverse events.

Event description:
Additional information was received indicating that there was no patient or clinical injury.